Event description:
This is a patient who was undergoing embolization of a left-sided pericallosal artery aneurysm. The operative note reads, "a 5-french sheath was placed in the right common femoral artery using the seldinger technique. A 5-french cordis envoy guide catheter was placed in the right internal carotid artery where digital subtraction angiograms were obtained in multiple projections. Prowler-10 microcatheter was subsequently advanced via the anterior communicating artery into the a-2 segment of the left anterior cerebral artery. [A transcend-14 microguidewire was used] and the microcatheter could...be navigated into the left-sided pericallosal artery aneurysm. An initial gdc-10 (2x8 soft) was advanced into the aneurysm. This coil was found to be too small and was subsequently removed. A gdc-10 (3 x 12) was advanced partially into the aneurysm, but this coil was found to be too long and was removed. A new gdc-10 (3x6 soft) was partially advanced into the aneurysm. Before the entire coil was advanced, it was spontaneously detached from its guidewire without force. The microcatheter and the coil was [sic] pulled back into the guide catheter. The guide catheter and the microcatheter with the coil was [sic] subsequently removed. The already detached coil could not be retrieved through the right-sided transfermoral sheath and was subsequently dislodged into the deep femoral artery." The procedure was completed without complications, and the coil has not been removed from the femoral artery.